Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom sys error 105, caused by a seized motor. The failed motor assembly was replaced.